Event description:
It was reported that six bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced a damaged/open seal where sterility is compromised noted during use. The following information was provided by the initial reporter: material no. 320122 batch no. Unknown verbatim: consumer reported tear drop labels missing from 6 pen needles, stated that she noticed the missing labels after coming back from vacation. Said she had packed some of the needles from the box into a plastic bag to take with her and did not notice at that time that the labels were missing from the needles. Problem occurred on (B)(6) 2019, box has been discarded, lot # is not available, product # 320122.

Manufacturer narrative:
H.6. Investigation summary: customer returned (6) 32g x 4mm bd pen needles without tear drop labels attached. Consumer reported tear drop labels missing from 6 pen needles. The 6 returned samples were examined and confirmed to be without tear drop labels attached. Further examination of the samples under a microscope revealed the presence of both a bottom heat seal and side heat seal mark on all 6 returned outer covers, indicating that a tear drop label had been previously attached to the pen needle assembly. As the samples were returned after use, and no manufacturing defects were observed, the likely cause of the missing tear drop labels is user error: the labels were likely removed by the user. Unable to perform DHR review due to an unknown lot number. Based on the samples and/or photo(s) received the investigation concluded: -confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. The possible root cause for this issue is: user error. No evidence of manufacturing related issues were observed on the returned samples. As the samples were returned after use, the tear drop labels were likely removed by the user. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation and no CAPA is required at this time. H3 other text : see section h.10

Manufacturer narrative:
Device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that six bd ultra-fine¿ nano¿ pen needles 4mm (5/32¿) 32g experienced a damaged/open seal where sterility is compromised noted during use. The following information was provided by the initial reporter: material no. 320122, batch no. Unknown. Verbatim: consumer reported tear drop labels missing from 6 pen needles, stated that she noticed the missing labels after coming back from vacation. Said she had packed some of the needles from the box into a plastic bag to take with her and did not notice at that time that the labels were missing from the needles. Problem occurred on (B)(6) 2019, box has been discarded, lot # is not available, product # 320122.